Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for the past two months. She stated that the patient wears the pump in a pouch on her waist, and cleans the pump with a cloth. The family member confirmed that there is no structural damage to the pump or the keypad. She stated that they attempted to resolve the issue by changing the battery, without success.